Event description:
It was reported that the device was used during a low anterior resection. During leak testing, there was leakage at each corner tip of the device and malformed staples were noted in these areas. The site completed the case by oversewing, these areas. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.